Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. Approximately 10 months later the patient suffered paroxysmal atrial fibrillation with rapid ventricular response. Event was treated with hospitalization and medication. The patient recovered. The investigator and the sponsor assessed the event as not related to the device or anti-platelet medication. Cec adjudicated mi of an unknown vessel. Safety commented mi, vessel unknown.